Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was 29 mg/dl. The customer was treated with food. The troubleshooting was performed. The patient was advised to speak with their healthcare provider regarding the low blood glucose. The customer was advised to monitor the insulin pump and call back if issues persist. The customer was advised to change set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.